Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No alarm generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery was lasting. She reported that no damage on battery compartment or battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.